Manufacturer narrative:
The device br15003 has been inspected for investigation purpose. The tests performed confirmed that the interface block was damaged and need to be replace. The defective parts were replaced for repair purpose.

Event description:
During an intervention performed on customer site by our field engineer, it was identified that the robot arm interfaces was non-functional. There was no patient involvement reported.